Event description:
It was reported that during use of the bio-screw universal tri-lobe modular driver in an acl reconstruction procedure on (B)(6) 2014, the distal shaft of the driver (approximately 25mm from the distal tip) broke off as the surgeon was screwing the bio-screw in the tibial tunnel to achieve fixation. The tip of the driver remained in the screw, and both were easily removed by the surgeon. The procedure was completed as intended using a backup ((B)(4)) driver with no further complications, no patient injury or delay reported.

Manufacturer narrative:
On (B)(4) 2014, conmed received a bio-screw universal tri-lobe modular driver ((B)(4)) for evaluation, which confirmed the device broke approximately 25mm from the distal tip of the driver. The broken portion was returned. Visual examination revealed the area of breakage was jagged in appearance, which indicates heavy use and/or questionable handling/care of the device. The bio-screw universal tri-lobe modular driver ((B)(4)) is a reusable device that is cleaned and sterilized between uses, and has been in the field of use for approximately 2 years. This device was manufactured on 24-jan-2012, and was shipped to the customer on (B)(4) 2012. There was one similar complaint received for this lot number, an allegation of driver tip breakage. However, the product was not returned for evaluation, and the alleged breakage therefore could not be verified. A two-year review of complaint history for this and similar product was performed, and the safety risk was evaluated to be acceptable. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following cautions: upon insertion into the bone tunnel, do not bend or use as a lever arm. Examine the driver prior to screw engagement for gouges, scratches, or dents. Ensure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. Full insertion of the tri-lobe driver within the lumen of the matryx interference screw is mandatory for proper implant delivery. Do not use driver to pry, as bending or breakage may occur.